Manufacturer narrative:
Concomitant medical products: 8731sc, catheter, implanted: (B)(6) 2007; 8637-40, neuro pump, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.